Manufacturer narrative:
(B)(4). Field service specialist visited the account and performed equipment functional checks and all passed. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4) 2014 on follow-up #1 is the correct date for the initial MDR. The date received by manufacturer for follow-up #1 should have been entered as (B)(4) 2014. All pertinent information available to the manufacturer hs been submitted. Placeholder.

Manufacturer narrative:
In the initial 30 day report in the additional manufacturer narrative there is a typographical error. Placeholder.

Event description:
Account reported that patient had treatment and the flap split in front of the hinge around the nasal area. This occurred on patient left eye. It was reported that the patient had further complications with the flap crinkling and the flap was removed. No additional information regarding the patient has been provided.